Event description:
Registered nurse visited pt at home to insert catheter and initiate vancomycin infusion. PICC was cut to length of 14" and inserted into basilic vein. Within 1 minute of insertion, pt coughed forcefully and lost consciousness. Remained unconscious, became severely short of breath and cyanotic with hypotension. 911 was called and pt transported to hosp. Pt remained hospitalized as of 12/26/95. (Catheter was not utilized as central access device, but as midline catheter).